Event description:
It was reported that the patient was seen due to the device alarming. It was found that the impedance jumped and was high and short ventricle to ventricle episodes were present on the right ventricular lead. The lead also had a possible fracture, high threshold and was oversensing noise. The device detections were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.